Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in 96mm from the tip.

Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the mildly calcified superficial femoral artery. A 6x200mm, 150cm ranger (dcb) was advanced for dilatation. However, the balloon burst before it was inflated to the nominal pressure. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the mildly calcified superficial femoral artery. A 6x200mm, 150cm ranger (dcb) was advanced for dilatation. However, the balloon burst before it was inflated to the nominal pressure. The procedure was completed with another of the same device. No complications reported and the patient was stable.